Event description:
A blue load laparoscopic stapler was fired across the base of the appendix. While the handle was felt to close and cut normally, there was an absence of staples across the base of the transected appendix.